Manufacturer narrative:
Continuation of medical products: d314drg ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to noise. The lead had high rv and superior vena cava (svc) defibrillation coil impedance that lead to noise. During the attempted extraction of the lead, a laceration of inferior vena cava occurred near the atrial junction. Tamponade and pericardial effusion were also reported and cardiac surgery was performed. The lead was capped and replaced. No further patient complications have been reported as a result of this event.